Manufacturer narrative:
Returned to manufacturer date is unknown. Date supplied is, (B)(6) 2016, the date of investigation. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 69792 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, one was received without a stopper.